Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. (B)(4).

Event description:
Adverse event(s): no pt impact (no consequence or impact to pt). Product problem(s): "system shut down" (loss of power); "screen went black" (no display or display failure). A nurse reported the system shut down during a case. The system acted as if the plug was pulled. The screen went black and the fans shut off. The system was rebooted and the case was completed. The facility reported this is the 3rd time this has happened but only reported it this time, as the other times the facility believed this to be an electrical problem at the facility. No pt impact was reported.